Event description:
A 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed into a pt. The target lesion, located in the lad was described as moderately tortuous, moderately calcified with 90% stenosis and was pre-dilated. However, it was reported that the pt presented chest pain during procedure due to side branch occlusion. Non q-wave myocardial infarction was also diagnosed based on ECG test. Morphine hydrochloride was dosed. Six days post implant nitropen sublingual administration started and symptoms were relieved. The physician confirmed that the reported event was procedural related and not related to the endeavor drug. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: occlusion, mi. Secondary intervention: morphine hydrochloride was dosed, nitropen sublingual administration.